Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) implanted with this right ventricular (rv) lead declared a red alert due to ventricular tachycardia therapy programmed to a value other than monitor + therapy. Additional information was received that tachycardia therapy was switched off intentionally for safety reasons due to a suspected rv and implanted right atrial (ra) lead fracture. Fracture was suspected due to different than expected lead measurements. Further investigation was performed however unsuccessful. Evidence suggests that this rv lead remains in service. No adverse patient effects were reported.